Manufacturer narrative:
Device evaluated by manufacturer- additional information the pipeline flex delivery system and its catheter were returned for evaluation. As received, the pipeline flex delivery system was found to be stuck inside the distal segment of the catheter and it could not be pushed forward or removed. In order to further investigate, the catheter was cut in order to remove the pipeline flex delivery system. The distal and proximal ends of the pipeline were found fully opened with damaged braid. No other anomalies were observed. The customer's complaint of "pipeline flex distal end did not open" could not be confirmed. The returned pipeline was fully opened with damaged braid at both ends. Per the customer's photo, the vessel tortuosity was also confirmed. It is possible that the tortuous anatomy and the resistance during delivery may have contributed to the reported issues causing damage to the braid; subsequently causing the distal end of the pipeline not to open. In this event, user error may contribute to the reported issues. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use, the user should discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.

Manufacturer narrative:
(B)(4). The analysis of the device is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.

Event description:
Medtronic received information that a pipeline flex device (ped) did not open. During treatment of a large fusiform aneurysm located at the top left internal carotid artery (ica), the physician had difficulties pushing the pipeline inside the microcatheter. The ped was starting to deploy and the distal part of the ped would not open. The physician kept on unsheathing until 20-25 mms of ped was outside, but it still did not open. The physician tried to resheath but they lost the position as the anatomy was too tortuous to push the system in the correct position. The pipeline was resheathed and removed from the patient. The aneurysm was treated with stent-assisted coiling. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.